Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter inside of the urethral catheter tray was damaged.

Event description:
It was reported that the tip of the catheter inside of the urethral catheter tray was damaged.

Manufacturer narrative:
The reported event is confirmed. Visual evaluation of the returned sample noted one opened (without original packaging) vinyl intermittent catheter. It was noted that the catheter tip seemed to be heavily distorted and twisted at the catheter tip. The tip is incompletely formed with both a bent and stretched appearance. Distorted catheter tips that prevent tip smoothness are out of specification. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be out of parameters. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."